Event description:
The doctor reported that the implant was removed due implant fracture approximately 3 years and 7 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, it was observed that the implant was broken. Patient has recovered since.